Event description:
The facility reported a pump failure code 804:34. This failure code occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.